Manufacturer narrative:
Restraints. Unit was evaluated by the customer.

Event description:
It was reported that the restraints did not hold the pt secure in the chair. There was no pt involvement or adverse consequences.